Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that refrigerator was failed. A field service engineer inspected the refrigerator and determined that it was functioning properly without issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system refrigerator was failed and says not detected on bus. The customer reported that the refrigerator was offline, which resulted in a delay in the dispensing of medication, although the user was able to retrieve the medications from the pharmacy. There were no adverse events or injuries reported based on this event.